Event description:
On (B)(6) 2015, a 27 mm epic valve was implanted in the tricuspid valve. On (B)(6) 2017, via echocardiogram, incomplete coaptation and severe central leakage were noted. The valve was explanted and replaced with a 27 mm masters series mechanical heart valve. The patient is reported to be stable.

Manufacturer narrative:
The results of this investigation concluded cusp 1 was torn. There was fibrous pannus ingrowth on the inflow surface of cusps 1 and 3. Cusp 1 contained a fold through the midportion which resulted in incomplete coaptation. There was focal outflow thrombus on cusp 3. No acute inflammation or significant calcifications were present in the valve. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest the cause of the tears, pannus, and thrombus were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.